Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-03312. It was reported that the patient was experiencing pain at the incision site due to their leads having migrated. As a result, the patient's leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
A patient was experiencing pain at the incision site due to their leads having migrated was reported to abbott. As a result, the patient's leads were explanted and replaced, resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.